Event description:
It was reported that during a procedure of the coronary, the 2.75 x 12 mm voyager nc balloon dilatation catheter (bdc) was being inflated to 4 atmosphere (atm) when it ruptured. There was no reported adverse patient effect. The device was removed and a second balloon catheter was advanced and used in the procedure successfully. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.